Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal automatic monitoring (sam) episode, furthermore, low out of range shock impedance measurements were observed. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.